Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
Caller indicated the assure 4 meter was reading high. At around 6 pm, nurse took bg of pt. The meter came back with a reading of 500. They felt this was too high since the pt felt fine. They retested with another meter and the bg was 89mg/dl. No treatment given. Control solution tests were within range.

Event description:
It was reported that while removing an old implant that required a hex head, the surgeon used the ball ended instrument to fit into the old liberty set screw and the instrument tip (or ball) broke and stuck in the set screw. The set screw along with the liberty connecter was removed. Although this instrument was used in surgery, all parts were retrieved and no pt complications were reported.

Manufacturer narrative:
Approximately 3mm of the tip has been broken off, consistent with interface during usage. Fracture surface analysis revealed fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload.